Event description:
It was reported that the right ventricular [rv] lead had low impedance and high threshold measurements. It was also reported that the rv lead was undersensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.